Manufacturer narrative:
(B)(4).

Manufacturer narrative:
At the on site visit, the field service engineer (fse) simulated a treatment. The fse checked the eye tracker. The laser stopped as intended when the pupil was outside of the range. The fse found the laser and the eyetracker meet the requirements. Log file review shows during the start up the system passed successfully all initialization steps and the user performed the gas change and the energy check and skipped the scanner test. The eyetracker and the fluence test were also performed successfully before the user performed another energy check and started the first treatment on that day. The user performed 9 treatments on 5 patients without any error or interruption of the treatments. The logfile shows no abnormalities of the eyetracker during the complete day. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the data provided (postoperative) shows a de-centration of 2mm (elevation map and sagittal map) and 1.25mm (pachymetry map). The treatment report depict no obvious anomalies related to: a) eye-tracker (et) subsystem function. The pupil is well recognized and the centration is maintained from the beginning to the end of the ablation. Therefore the et subsystem and pupil recognition can be excluded as root cause. B) patient did not squeeze and did not rotate slowly (drifting) upwards. (B)(4).

Event description:
An ophthalmologist reported that the eye tracker did not work during treatment. The patient was reported to have induced astigmatism postoperatively and is scheduled for topography guided re-treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient was retreated with no patient harm.